Event description:
During site visit by bd representatives, the clinicians at neonatal intensive care unit (nicu) reported that the syringe module was not appropriately reading the 1 ml syringe that was loaded. During programming, only the bd 3 ml syringe appeared for selection; the 1 ml was not available when "all syringes" was selected. The syringe was the compatible bd syringe #(B)(4). Prior to the site visit, it was noted that nurses were "choosing the 3 ml option." After the hospital's internal investigation, it appeared that the "pharmacy-applied label" was causing the incorrect reading of the syringe size. When the clinicians peeled back or repositioned the label, the syringe size was read appropriately. Bd representatives educated the clinicians of the importance of selecting the correct syringe manufacturer and size to avoid over- or under-infusion events. The nicu pharmacist was also made aware of the importance of the label not interfering with the barrel clamp and mistakenly enlarging the syringe barrel. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.